Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.